Manufacturer narrative:
(B)(4).

Event description:
It was reported that high (>2000 ohms) and low (<250 ohms) were measured on the pt's neurostimulator. Add'l info was requested. See mfrs report # 3004209178201100475.